Manufacturer narrative:
No crack at the pump screen/display noted during visual inspection. However, the pump was received with a minor scratched lcd window. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08700 inches. The pump primed properly. The pump was monitored, no failed battery alert/battery failed alarm and charge/battery lasts less than expected noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no battery related alarms or alerts recorded in the formatted history file on the event date. No failed battery alert/battery failed alarm and charge/battery lasts less than expected noted during testing. In further checking of the pump history records: there is no valid battery cycle recorded in the pump history records for the event date of (B)(6) 2025. There is no valid battery cycle available to verify if the customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week from the event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 01:18:00.000 (B)(6) 2025 01:28:00.000 (B)(6) 2025 05:28:00.000 (B)(6) 2025 21:01:00.000 sensorexpiredalert (794) was found on: (B)(6) 2025 20:22:19.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm and pump error 61 (stuck key alarm) recorded in the formatted history file on the event date (B)(6) 2025. No unexpected no delivery alarm/insulin flow blocked alarm and pump error 61 (stuck key alarm) noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. However, slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.81 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Cosmetic damage at the screen/display was not confirmed, however, other cosmetic damage was noted during analysis. The pump passed all the required testing. Customer alleged for charge/battery lasts less than expected was unknown. Customer alleged for failed battery alert/battery failed alarm, no delivery alarm/insulin flow blocked alarm, keypad anomaly/stuck button alarm and prime/fill anomaly were not confirmed. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had experienced diminished pump battery life down to 4 days, battery rejection, unexplained no delivery alarms and button alarms, a cracked display screen, and insulin squirting during priming. Additionally, sensors were sometimes only lasting 1¿2 days after displaying sensor updating alerts. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-442ag, mmt-342g, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-442ag. No product return is required for mmt-342g. No product return is required for mmt-7040a.